Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pregnancy with contraceptive device ('pregnancy') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included menometrorrhagia. Concurrent conditions included pelvic pain, left lower quadrant pain and endometriosis. Concomitant products included intrauterine contraceptive device (iud nos) from 2006 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vagina pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device, menorrhagia, weight increased, dyspareunia, bladder disorder, urinary tract disorder, female sexual dysfunction, vaginal haemorrhage, vaginal discharge, abdominal pain upper and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain upper, bladder disorder, device breakage, dyspareunia, female sexual dysfunction, menorrhagia, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure removed but surgery not specified no confirmation test was performed, no clear information about essure removal procedural and removal date were provided, and also the plantiff did not claim about the events related to the child in the pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events - pregnancy, abnormal bleeding (vaginal), vaginal discharge, stomach pain, vagina pain were added. Reporter's information, patient demography, medical history, concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device breakage, menorrhagia, weight increased, dyspareunia, bladder disorder, urinary tract disorder and female sexual dysfunction outcome was unknown. The reporter considered bladder disorder, device breakage, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract disorder and weight increased to be related to essure. The reporter commented: essure removed but surgery not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device breakage, menorrhagia, weight increased, dyspareunia, bladder disorder, urinary tract disorder and female sexual dysfunction outcome was unknown. The reporter considered bladder disorder, device breakage, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract disorder and weight increased to be related to essure. The reporter commented: essure removed but surgery not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with breakage, menorrhagia (heavy menstrual bleeding), weight gain, dyspareunia, bladder disorder, urinary problems, apareunia and patient did not undergoes essure confirmation test added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.